Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that chronic dialysis catheter was supposedly pulled out and allegations made that the cuffed remained in the patient. Allegedly the patient was brought into the ER and the cuff was said to be removed and reportedly a new catheter placed.